Event description:
It was reported that the procedure was being performed in the intensive care unit on a (B)(6) female pt with a medical history of acute respiratory failure. After making an incision with scalpel, the tissue dilator was introduced to a depth of 1-1.5cm. At which time, the dilator started to "block slightly" - resistance was felt. After removing the dilator, they discovered the tip was "divided" into a few parts and deformed. As a result, a cv-15802 catheter kit was opened. See MDR #3006425876-2012-00004 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.